Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure the generator was delivering energy intermittently in the monopolar modes. It was reported that the reason was that the monopolar output connector was defective, and when the active cord was moved, radiofrequency energy was cut off. The active cord was replaced but this did not resolve the issue. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found many scratches on the cover. All knobs and switches were able to function properly. It was noted that the spring clip in the monopolar connector was loose, and the connector had to be held at a certain angle to make a connection. With the monopolar connector being held, the unit passed the endostat iii return evaluation and was within all test parameters. The complaint was confirmed. The spring clip in the monopolar connector was loose, causing no output in monopolar modes. A DHR review was performed and no deviations were found during original manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure the generator was delivering energy intermittently in the monopolar modes. It was reported that the reason was that the monopolar output connector was defective, and when the active cord was moved, radiofrequency energy was cut off. The active cord was replaced but this did not resolve the issue. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on february 24, 2014: clarification was received indicating that there was no patient involved and this issue did not occur during a procedure.

Manufacturer narrative:
The response to the FDA request letter for this medwatch is attached. - attachment: [ai response letter 3005099803-2014-01138.08may2014.pdf]

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure the generator was delivering energy intermittently in the monopolar modes. It was reported that the reason was that the monopolar output connector was defective, and when the active cord was moved, radiofrequency energy was cut off. The active cord was replaced but this did not resolve the issue. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on february 24, 2014: clarification was received indicating that there was no patient involved and this issue did not occur during a procedure.

Manufacturer narrative:
Reported event of defective monopolar output connector. The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.